Manufacturer narrative:
Based on the results of the investigation, it is presumed that the power did not turn on due to a malfunction of the power switch. Since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the power switch on the video system center was pushed in, the switch was defective and could not be switched on. The issue was found during preparation for use. There were no reports of patient harm.